Manufacturer narrative:
Concomitant medical products: medtronic lead (x2), implant date: unknown; 4193 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that reprogramming to save the battery was attempted without success. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device is to be explanted and replaced. No patient complications have been reported as a result of this event.